Event description:
Tip of endoscopic linear cutter did not fire, cartridge replaced and detached when fired becoming lost in the abdominal cavity. Surgeon retrieved part and confirmed retrieval with x-ray.